Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with slightly less than 300 units of insulin. The customer's blood glucose level was 232 mg/dl. The customer declined to reload the cartridge and will continue to monitor insulin gauge.